Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal is lifting off. Review of event log found no related alarms. No relevant service history was found. Visual/functional testing was performed. Confirmed primary complaint that dso seal was lifting off. Replaced dso seal. Upon further testing found upstream occlusion (uso) seal is buckling. Replaced uso seal. Device passed all testing after repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a detached downstream occlusion (dso) seal. The event occurred during testing and there was no patient involvement.